Event description:
Surgery was required for this pt with a subperiostial implant in maxilla due to infection of the implant site. The implant was removed and the infected tissue removed and the area was debrided.